Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported alignment rod found broken in cpd.

Manufacturer narrative:
Visual examination of the returned product found signs of repeated use the rod component has been cut and fractured. The device has a potential field age of 12 years. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined the fracture surface showed indications of mixed mode of overload fracture along with secondary micro-cracks. The fracture region near the crack exit area exhibits ductile overload dimples. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint was confirmed. Visual examination of the returned product found the rod was cut. However, it is unknown when the device was cut and how it happened. Therefore, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.